Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the hub detached from the power PICC was confirmed and additional information regarding this type of complaint is contained in 3006260740-12-21-2017-001-c (z#-tbd). Two photographs were provided for investigation. One photo showed the purple connector from a power PICC catheter. No portion of the extension leg was extending from the distal end of the connector. An injection cap was attached to the proximal end of the connector. The other photo showed the single-lumen power PICC extending from the insertion site to the end of the extension leg. It appeared that the hub was labeled as a 3 fr device, which is indicative of a power PICC provena. The connector was not attached to the extension leg. A transparent dressing, statlock, and guardiva were used with the PICC. The detail of the adjoining ends of the extension leg and connector were not visible in the photograph. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported two incidents where the hub pulled off the tubing of the provena power PICC line. This report address the first device.